Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the plastic packaging was compromised. Another stem was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The outer carton, package insert, poly bag, and stem were returned for review. The inner and outer cavities were not returned. Visual inspection of the stem identified no indications of damage. Inspection of the outer carton identified damage and a crease on the top of the carton. The poly bag was also noted to be damaged. Review of the device history records identified no deviations or anomalies. A stock investigation identified one other unit from this lot that was available for inspection. The available unit passed inspection. This device is used for treatment. A complaint history search identified no other complaints for p/n 6215-12-105 related to packaging and no other complaints for l/n 61520263. This device was manufactured in august 2010 and has been in transit an unknown number of times. The crease noted on the outer carton indicates that box was dropped or a heavy object was set on top of the carton. It is likely that device left zimmer biomet conforming to specifications and the package damage occurred during transit.